Manufacturer narrative:
E1 - initial reporter phone: (B)(6) b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd pump was displaying a continuous under pressure alarm. This condition is classified as a high-priority alarm and may potentially interrupt therapy if it occurs during patient use. There was no reported patient involvement.